Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sus voluntary event report mw5062477 reported that patient could not properly recover from a knee replacement. The knee came loose and patient had to see another surgeon for a knee replacement. Patient was informed by the surgeon that the knee was operating backwards.